Event description:
A patient contacted the depuy mitek product complaint line stating she had rotator cuff surgery on (B)(6) 2011. She did not heal completely and required a second surgery on (B)(6) 2011. Tests were negative for reaction. Patient stated the surgeon told her the sutures pulled into a big mass, a failed surgery. Follow-up contact revealed the suture was not a depuy mitek product.

Manufacturer narrative:
As of the date of this report the device remains implanted and will not be returned to depuy mitek for evaluation and root cause analysis. Though it was revealed during follow-up contact that the suture, which was the patient's original question and concern, was a competitor's product, the patient did state that in her medical records the name depuy was used. The patient did not have a product name, product code or lot number and therefore this medwatch report is being filed as an unknown bone anchor to document that a depuy mitek product may have been involved in the above issue. A batch number has not been provided to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No corrective action is required. If additional information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report.